Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a door open alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service. A visual inspection and functional test were performed. The door open alarm was identified during functional testing. The cause of the condition was determined to be a damaged door. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.